Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive while shutting down. System was forced to shut down. Rebooting performed to resolve the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive while shutting down. System was forced to shut down. Rebooting performed to resolve the issue. There was no patient present when this issue was observed. Resolution was confirmed on call

Manufacturer narrative:
Software analysis was completed. It was found that this is a known software anomaly that caused this issue. This is currently being tracked by the manufacturer. If information is provided in the future, a supplemental report will be issued.